Event description:
The iab was inserted femorally using an introducer sheath. The pump began to give helium loss alarms. As a result of this, the iab was removed and replaced. There were no patient complications.